Manufacturer narrative:
(B)(4). The device was manufactured february 8, 2017 ¿ february 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its sealed pouch. This occurred after filling with 5000mg fluorouracil in 115ml 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.